Manufacturer narrative:
On 24-jul-2018, cerus received a serious spontaneous report [(B)(4)] from the director of the transfusion service at (B)(6) medical center, united states. Further information on the initial report was received between 25-jul-2018 to 02-aug-2018. The report involves (B)(6) year-old female patient who received intercept treated platelet components (pc) for thrombocytopenia, and who experienced two separate serious adverse events of allergic transfusion reaction [pt: allergic transfusion reaction]. The patient's primary diagnosis is chronic myelomonocytic leukemia. The patient's concurrent condition is thrombocytopenia. Concomitant medications included allopurinol [allopurinol], ondansetron [ondansetron], prochlorperazine [prochlorperazine], multivitamin [ascorbic acid, calcium pantothenate, ergocalciferol, nicotinamide, pyridoxine hydrochloride, retinol, riboflavin, thiamine hydrochloride], pyridoxine [pyridoxine], eltrombopag [eltrombopag], diphenhydramine [diphenhydramine], hydrocortisone [hydrocortisone], acetaminophen [paracetamol], docusate sodium [docusate sodium]. According to a report submitted by the director of the (B)(6) medical center transfusion service, the patient received 12 platelet components over a 1-2 month period (dates not specified). The patient was reported to have received a mixture of both conventional and intercept pcs. Three of the 12 platelet components were treated with the intercept blood system for platelets. It was noted that the patient did not experience any reactions associated with the transfusion of the 9 conventional platelets, or with the first of the 3 intercept-treated platelet components. The patient was transfused on the following dates: (B)(6) 2018, the patient received intercept pcs. (B)(6) 2018 at 15:15h-15:45h, the patient received conventional platelets. (B)(6) 2018 at 14:15h-14:55h, the patient received conventional platelets. (B)(6) 2018 at 10:45h -11:20h, the patient received intercept pcs. (B)(6) 2018 at 16:02h-17:25h, the patient received conventional platelets. (B)(6) 2018 at16:15h -16:35h, the patient received intercept pcs. (B)(6) 2018 at16:15h -16:35h, the patient received conventional platelets. (B)(6) 2018 at 13:45h-14:00h, the patient received conventional platelets. (B)(6) 2018 at 15:20h-16:00h, the patient received conventional platelets. (B)(6) 2018 at 10:45h-11:00h, the patient received conventional platelets. (B)(6) 2018 at 12:50h-13:55h, the patient received conventional platelets. (B)(6) 2018 at 15:15h-15:55h, the patient received conventional platelets. On (B)(6) 2018, the patient received an intercept pc component (transfusion #1) without incident. On (B)(6) 2018 10:45h, the patient received an intercept pc component (transfusion #2) and experienced a serious event of allergic transfusion reaction [pt: allergic transfusion reaction]. The patient was seen as an outpatient in the cancer center for chronic myelomonocytic leukemia and severe thrombocytopenia with epistaxis. Prior to the transfusion, the patient was pre-medicated with hydrocortisone 100 mg intravenously, acetaminophen 650 mg orally, and diphenhydramine 25 mg orally. The patient's platelet count prior to the transfusion was 21k/mcl. At 11:20h, approximately 35 minutes into the intercept pc transfusion, the patient developed itching and redness of the palms with chest tightness. The transfusion was discontinued as a result of these symptoms. The patient was treated with famotidine 20mg intravenously and her symptoms resolved. The patient's vitals during the transfusion reaction were as follows: body temperature: 98.6 f, blood pressure: 139/64 mmhg, pulse: 80 bpm. The outcome for the event of allergic transfusion reaction [pt: allergic transfusion reaction] was reported as recovered. On (B)(6) 2018 16:15h, the patient received a 133ml intercept pc component (transfusion #3) and experienced another serious event of allergic transfusion reaction [pt: allergic transfusion reaction]. The patient had been pre-medicated with h1 and h2 blockers and a corticosteroid based on the previous reaction with intercept pcs. The patient's platelet count prior to transfusion was 10 k/mcl. The patient's vitals pre-transfusion were as follows: body temperature: 98 f, blood pressure: 125/56 mmhg, pulse: 79 bpm. At 16:35h, approximately 20 minutes into the intercept pc transfusion, the patient experienced flushing with hives and itching. The transfusion was discontinued as a result of these symptoms. The patient was treated with diphenhydramine and hydrocortisone and the symptoms resolved. The patient's vitals during the transfusion reaction were as follows: body temperature: 98.5 f, blood pressure: 123/58 mmhg, pulse: 85 bpm. The outcome for the event of allergic transfusion reaction [pt: allergic transfusion reaction] was reported as recovered; however, it was noted that the patient was very uncomfortable with receiving additional platelets after this reaction. Reporter assessment: the investigator assessed the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] as grade 3 in severity and serious because it was medically significant. The investigator considered the causality for the event to be likely/probable in relation to intercept blood system for platelets with a suspected allergy to psoralen or to amotosalen. The investigator assessed the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] as grade 3 in severity and serious because it was medically significant. The investigator considered the causality for the event to be likely/probable in relation to intercept blood system for platelets with a suspected allergy to psoralen or to amotosalen. On 03-aug-2018: cerus medical assessment: cerus medical reviewer agrees with the reporter's assessment that the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] was grade 3 in severity and serious because it was medically significant as there were clinical indications of an anaphylactic reaction (chest tightness). The cerus medical reviewer agrees that the causality for the event of allergic transfusion reaction [pt: allergic transfusion reaction] was likely/probable in relation to the platelet transfusion due to the temporal relationship. An allergic transfusion reaction is an expected event with any blood component. The medical reviewer considers the relationship to the intercept blood system of platelets as possibly related, pending further investigation. Specifically, further medical history is required to understand the patients' history of allergic reactions to conventional platelets, given the routine use of hydrocortisone premedication prior to the first reaction to intercept platelets. Investigation of antibodies to amotosalen or intercept treated platelets would also be required to implicate the intercept process definitively. Cerus medical reviewer agrees with the reporter's assessment that the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] was grade 3 in severity and was likely/probable in relation to the platelet transfusion due to the temporal relationship. The clinical description does not indicate a serious reaction as the description is in keeping with a mild allergic reaction with no evidence of systemic effects (e.g., hypotension, bronchospasm etc.). An allergic transfusion reaction is an expected event with any blood component. The medical reviewer considers the relationship to the intercept blood system of platelets as possibly related, pending further investigation. Specifically, further medical history is required to understand the patients' history of allergic reactions to conventional platelets, given the routine use of hydrocortisone premedication prior to the first reaction to intercept platelets. Investigation of antibodies to amotosalen or intercept-treated platelets would also be required to implicate the intercept process definitively. Cerus will conduct further investigations to elucidate these events.

Event description:
Allergic transfusion reaction [allergic transfusion reaction]. Case description: date cerus received: 24-jul-2018, 27-jul-2018, 30-jul-2018,31-jul-2018, 02-aug-2018, 22-aug-2018 (in). The patient involved in this report is (B)(6)-year-old female. Continued in additional info section....

Manufacturer narrative:
Summary of follow-up/new information: follow-up (fu) #1 information was received on 28-aug-2018, 30-aug-2018 and is incorporated into the above narrative: on 28-aug-2018 query #1 answers were received: the patient's diagnosis date for chronic myelomonocytic leukemia was provided along with additional patient medical history (basophil and blasts counts, if they had transitioned to acute/blast crisis phase). Questions regarding the 24-jun-2018 transfusion were answered: if pre-medication was provided for non-intercept pc's. Indication of transfusion since baseline count was above 20k. Additional chest tightness information (no shortness of breath, oxygen saturation levels not checked, no hypoxemia, no oxygen therapy required). Explanation for medically significant seriousness criteria (presence of chest tightness symptom). Questions regarding the (B)(6) 2018 transfusion were answered: explanation for categorization of serious and severe for an allergic reaction (flushing, itching, hives, redness). Explanation for medically significant selection (second reaction to intercept pcs). On 30-aug-2018, disease status for patient's thrombocytopenia was provided along with explanation for pre-medication for conventional platelets (protocol for particular hospital) and that intercept pc's were in 100% plasma. Tracy chic also confirmed that pre-medication therapy is provided to all patients receiving transfusion, explaining why the patient received pre-medication without a documented history of allergy. Non-significant follow-up #2 information received on 18-oct-2018 is incorporated into the below narrative: on 18-oct-2018, query #2 answers were received regarding patient's medical history of thrombocytopenia. Dr. (B)(6) answered that the etiology of thrombocytopenia was from the patient's primary disease of chronic myelomonocytic leukemia and chemotherapy. Follow-up #3 information received on 13-dec-2018, 18-dec-2018, 19-dec-2018, 10-jan-2019, 11-jan-2019, and 28-jan-2019 are incorporated into the below narrative: on 13-dec-2018, query #3 answers were received regarding request for collecting patient samples. Tracy chic reported the patient passed away on (B)(6) 2018, therefore collecting samples would not be possible. On 18-dec-2018, (B)(6) of acl laboratories reported that it was his understanding that the patient's fatal outcome was not related to intercept platelets. On 19-dec-2018, dr. (B)(6) provided additional information regarding the progression of the patient's clinical status platelet transfusions. He noted that soon after the intercept platelet transfusions, the patient was admitted with pneumonia and sepsis and did not want "active treatment". She was then transferred to hospice care which is where she passed away. On 10-jan-2019, dr. (B)(6) confirmed that the patient was transferred to hospice which is where she passed away due to her underlying disease and not due the previously reported events of allergic transfusion reaction [pt: allergic transfusion reaction]. On 11-jan-2019, dr. (B)(6) confirmed the patient did not receive any intercept platelets after (B)(6) 2018, and that all platelets transfused after the second event of allergic transfusion reaction were "non-pr platelets." He also confirmed that the patient was admitted to the hospital on (B)(6) 2018 for sepsis and pneumonia and the patient requested to be put in hospice care on (B)(6) 2018. Due to the timing of the last intercept platelet transfusion, dr. (B)(6) did not believe there was a temporal relationship between the patient's occurrence of sepsis and pneumonia. The reporter declined to complete frm-00785 despite multiple attempts and requests for completion. On 28-jan-2019, dr. (B)(6) confirmed that the relatedness of the events pneumonia and was not related to the last intercept platelet transfusion ((B)(6) 2018). He also confirmed the severity and seriousness of both events to be severe and requiring hospitalization. The patient's death was confirmed to be due to complications from her underlying condition of chronic leukemia. Dr. (B)(6) also confirmed that cultures and labs were not available. X-ray impressions from the radiologist's report indicated new right upper lobe pneumonia and mild left basilar atelectasis. No additional information is expected for this report. Case narrative: date cerus received: 24-jul-2018, 27-jul-2018, 30-jul-2018, 31-jul-2018, 02-aug-2018, 22-aug-2018 (in), 28-aug-2018, 30-aug-2018 (fu1), 18-oct-2018 (ns-fu2), 13-dec-2018, 18-dec-2018, 19-dec-2018, 10-jan-2019, 11-jan-2019, 28-jan-2019 (fu3). The patient involved in this report is an 84-year-old female. Product complaint#: (B)(4). Set/lot#: oceint2110/ce18a04l61. Serial #: (B)(6). On 24-jul-2018, cerus received a spontaneous report ((B)(4)) from the director of the transfusion service at (B)(6) medical center in (B)(6) united states. Further information on the initial report was received between 25-jul-2018 to 28-jan-2019. The report involves an 84-year-old female patient who received intercept treated platelet components (pc) for thrombocytopenia (due to myelomonocytic leukemia and chemotherapy), and experienced two separate serious adverse events of allergic transfusion reaction [pt: allergic transfusion reaction], pneumonia [pt: pneumonia], and sepsis [pt: sepsis]. The patient's primary diagnosis is chronic myelomonocytic leukemia ((B)(6) 2018). The patient did not transition to acute or blast crisis phase. The disease status of the cmml was "0% in peripheral blood". The patient's cell counts were as follows: basophil: 0%. Blast: 9% in bone marrow. The patient's concurrent condition is thrombocytopenia. Concomitant medications included allopurinol [allopurinol], ondansetron [ondansetron], prochlorperazine [prochlorperazine], multivitamin [ascorbic acid, calcium pantothenate, ergocalciferol, nicotinamide, pyridoxine hydrochloride, retinol, riboflavin, thiamine hydrochloride], pyridoxine [pyridoxine], eltrombopag [eltrombopag], diphenhydramine [diphenhydramine], hydrocortisone [hydrocortisone], acetaminophen [paracetamol], and docusate sodium [docusate sodium]. According to a report submitted by the director of the (B)(6) medical center transfusion service, the patient received 12 platelet components over an 8-week period (12-jun-2018 to 27-jul-2018). The patient was reported to have received a mixture of both conventional and intercept pcs. Three of the 12 platelet components intercept pcs. It was noted that the patient did not experience any reactions associated with the transfusion of the 9 conventional platelets, or with the first of the 3 interceptpcs. Pre-medications were provided to the patient for all transfusions, including non-conventional pcs. The intercept pc's transfused were in 100% plasma. The patient was transfused on the following dates: (B)(6) 2018, the patient received intercept pcs. (B)(6) 2018 at 15:15h-15:45h, the patient received conventional platelets. (B)(6) 2018 at 14:15h-14:55h, the patient received conventional platelets. (B)(6) 2018 at 10:45h -11:20h, the patient received intercept pcs. (B)(6) 2018 at 16:02h-17:25h, the patient received conventional platelets. (B)(6) 2018 at16:15h -16:35h, the patient received intercept pcs. (B)(6) 2018 at16:15h -16:35h, the patient received conventional platelets. (B)(6) 2018 at 13:45h-14:00h, the patient received conventional platelets. (B)(6) 2018 at 15:20h-16:00h, the patient received conventional platelets. (B)(6) 2018 at 10:45h-11:00h, the patient received conventional platelets. (B)(6) 2018 at 12:50h-13:55h, the patient received conventional platelets. (B)(6) 2018 at 15:15h-15:55h, the patient received conventional platelets. On (B)(6) 2018, the patient received an intercept pc (transfusion #1) without incident. On (B)(6) 2018 10:45h, the patient received an intercept pc (transfusion #2) and experienced her first serious event of allergic transfusion reaction [pt: allergic transfusion reaction]. The patient was seen as an outpatient in the cancer center for chronic myelomonocytic leukemia and severe thrombocytopenia with epistaxis. The indication for having the transfusion (even though the baseline platelet count was above 20k) was the symptom of nose bleed (epistaxis). Prior to the transfusion, the patient was pre-medicated with hydrocortisone 100 mg intravenously, tylenol 650 mg orally, and diphenhydramine 25 mg orally as per hospital policy, where all patients are pre-medicated prior to transfusion. The patient's platelet count prior to the transfusion was 21k/mcl. At 11:20h, approximately 35 minutes into the intercept pc transfusion, the patient developed itching and redness of the palms with chest tightness. There was no documented shortness of breath, hypoxemia, and no oxygen therapy was required. Oxygen saturation was also not checked. The transfusion was discontinued as a result of these symptoms. The patient was treated with famotidine 20mg intravenously and her symptoms resolved. The classification for the event as medically significant was due to chest tightness symptom. The patient's vitals during the transfusion reaction were as follows: body temperature: 98.6 f. Blood pressure: 139/64 mmhg. Pulse: 80 bpm. The outcome for the event of allergic transfusion reaction [pt: allergic transfusion reaction] was reported as recovered. On (B)(6) 2018 16:15h, the patient received a 133ml intercept pc (transfusion #3) and experienced a 2nd serious event of allergic transfusion reaction [pt: allergic transfusion reaction]. The patient had been pre-medicated with h1 and h2 blockers and a corticosteroid based on the previous reaction with intercept pcs. The patient's platelet count prior to transfusion was 10 k/mcl. The patient's vitals pre-transfusion were as follows: body temperature: 98 f. Blood pressure: 125/56 mmhg. Pulse: 79 bpm. At 16:35h, approximately 20 minutes into the intercept pc transfusion, the patient experienced flushing with hives and itching. The transfusion was discontinued as a result of these symptoms. Criteria for allergic reaction categorization as serious and severe were due to the presence of flushing, itching, hives and redness. Classification of event as medically significant per the reporter is due to the patient experiencing a second reaction to amotosolen-treated platelets. The patient was treated with diphenhydramine and hydrocortisone and the symptoms resolved. The patient's vitals during the transfusion reaction were as follows: body temperature: 98.5 f. Blood pressure: 123/58 mmhg. Pulse: 85 bpm. The outcome for the second event of allergic transfusion reaction [pt: allergic transfusion reaction] was reported as recovered; it was noted that the patient was very uncomfortable with receiving additional intercept pcs after this reaction. No additional intercept pcs were transfused after this second event of allergic transfusion reaction [pt: allergic transfusion reaction]. The only platelets the patient received after these reactions were conventional platelets. After this event, the patient continued to receive a total of six conventional platelet transfusions between (B)(6) 2018. On 30-jul-2018, the reporter confirmed the seriousness criteria for both events of allergic transfusion reaction [pt: allergic transfusion reaction] as "other important medical event." On (B)(6) 2018, the patient was admitted to the hospital with pneumonia [pt: pneumonia] and sepsis [pt: sepsis]. On an unspecified date, x-ray findings from radiologist's report were as follows: "postoperative changes of median sternotomy and cardiac valvuloplasty. The cardiomediastinal contour and pulmonary vasculature are within normal limits. There are new groundglass and hazy consolidative airspace opacities in the right upper lung. Mild linear opacities likely representing subsegmental atelectasis at the left lung base. No sizable pleural effusion. No pneumothorax. Impressions showed new right upper lobe pneumonia and mild left basilar atelectasis." Cultures from the patient's blood/line along with lab results, clinical presentation, or treatments were not available. The reporter confirmed that the events of pneumonia [pt: pneumonia] and sepsis [pt: sepsis] were not related to the last intercept platelet transfusion on (B)(6) 2018. On (B)(6) 2018 the patient was transferred to hospice care. On (B)(6) 2018, the patient was reported to have passed away in the hospice. Autopsy report was no available and the immediate cause of death was not provided. The reporter noted that the patient died due to complications from her underlying condition of chronic leukemia. The patient's death occurred 45 days after her last intercept platelet transfusion (B)(6) 2018). The reporter also confirmed patient samples for antibody testing were unavailable. Reporter assessment: the reporter assessed the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] as severe in severity and serious because it was medically significant. The investigator considered the causality for the event to be likely/probable in relation to intercept platelet transfusion and intercept blood system for platelets with a suspected allergy to psoralen or to amotosalen. Reporter assessment: the reporter assessed the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] as severe in severity and serious because it was medically significant and the causality for the event to be likely/probable in relation to intercept platelet transfusion and to intercept blood system for platelets mentioning verbally possible amotosalen/psoralen allergy. The reporter assessed the event of pneumonia [pt: pneumonia] as severe in severity and serious due to hospitalization. The reporter considered the causality for the event to be not related in relation to intercept blood system for platelets. The reporter assessed the event of sepsis [pt: sepsis] as severe in severity and serious due to hospitalization. The reporter considered the causality for the event to be not related in relation to intercept blood system for platelets. On 04-feb-2019: cerus medical reviewer's assessment: cerus medical reviewer agrees with the reporter's assessment that the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] was grade 3 in severity and serious because it was medically significant as there were clinical indications of an anaphylactic reaction (chest tightness). The cerus medical reviewer agrees that the causality for the event of allergic transfusion reaction [pt: allergic transfusion reaction] was likely/probably related to the intercept platelet transfusion due to the temporal relationship. An allergic transfusion reaction is an expected event with any transfused blood component including a transfusion of intercept-treated platelets. The medical reviewer considered the relationship to the intercept blood system for platelets as possibly related, pending further investigation. Investigation of antibodies to amotosalen or intercept treated platelets were also deemed required to implicate the intercept process definitively. Since the patient passed away before additional samples could be obtained, further confirmation of amotosalen/psoralen allergy is not feasible. Therefore, the medical reviewer retains the relationship assessment as "possibly related". Cerus medical reviewer agrees with the reporter's assessment that the (B)(6) 2018 event of allergic transfusion reaction [pt: allergic transfusion reaction] was grade 3 in severity and was likely/probable in relation to the inetrcept platelet transfusion due to the temporal relationship. Per the medical review, the clinical description does not indicate a serious reaction as the description is in keeping with a mild allergic reaction with no evidence of systemic effects (e.g., hypotension, bronchospasm etc.). An allergic transfusion reaction is an expected event with any transfused blood component including a transfusion of intercept-treated platelets. The cerus medical reviewer initially considered the relationship to the intercept blood system of platelets as possibly related, pending further investigation as the investigation of antibodies to amotosalen or intercept-treated platelets would have been required to implicate the intercept process definitively. Since the patient passed away before samples for this testing could have been obtained, further confirmation of a specific amotosalen allergy is not feasible. Therefore, the medical reviewer retains the relationship assessment as "possibly related". Cerus medical reviewer agrees with the reporter with the assessment of both events of pneumonia and sepsis and the patient's death being due to complications from her chronic leukemia.

Event description:
Allergic transfusion reaction [allergic transfusion reaction]. Allergic transfusion reaction [allergic transfusion reaction]. Case description: continued in additional info section.